Manufacturer narrative:
Tech found that the lift arm was bent and needs to be replaced. No further info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Tech alleged that the bed raises after lowering.